Manufacturer narrative:
(B)(4). Investigation summary: the complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. The lot number was unknown therefore a DHR review could not be conducted. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
Information received via the post market clinical follow up healix survey. The doctor reported if off angle when placing the anchor, the tip can break. This is the third similar issue reported. The first was reported on (B)(4), second on (B)(4).